Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracic surgery due to cancer, while performing the lower lobar pulmonary vein litigation and section, the staple line was incomplete behind the middle toward the distal end of the jaws. Surgeon found a small area of bleeding near to the end of staple line. There was more than 500cc blood loss due to the product problem. The surgery was converted to an open procedure. The surgeon opened the chest of the patient to stop the bleeding. Hemoglobin decreased 2 points but it was not enough to put the patient into the transfusion criteria. The incision was extended for more than one inch. The surgery was extended by about 30 minutes. The staple line was fixed by hand suturing.